Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation abrasion. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the superior vena cable lumen with intact inner coil lumen and efte cable coating at the suture tie impression region. The cause of external insulation abrasion is consistent with friction to the suture sleeve. Multiple internal insulation abrasion breaching all cable lumens with both abraded superior vena cava cable coating at the middle region. The inner coil lumen was intact in this region.